Manufacturer narrative:
Required intervention. Endoleak. Pre-operative dissected and ruptured thoracic aorta.

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic dissection that turned to a thoracic aneurysm which ruptured. The vessel morphology was reported as unremarkable. It was also reported that the patient was initially treated emergently for a dissection that turned into a thoracic aneurysm and the aneurysm ruptured, prior to stent graft placement. The stent grafts were implanted without issue approximately 1.5 months ago, and at the end of the procedure there were no issue. The patient was still in the hospital and had a follow-up CT scan, which revealed a distal and proximal type 1 endoleaks (see MFR # 2953200-2009-01822 and MFR # 2953200-2009-01823). The physician elected to treat the patient with two thoracic stent grafts. One graft deployed proximally and distal. The physician knowingly covered the left subclavian artery, and so the patient had a carotid to carotid bypass. No additional clinical sequelae were reported and the patient is fine.